Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 93 mg/dl. The customer was washing car and the device was clipped to t shirt and was sweating. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer wa able to clear the alarmed and then received battery outlimit alarm.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm. The insulin pump was received intermittent button response due to moisture damage at keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.